Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6)2017 the patient experienced a blood glucose of 500 mg/dl with symptoms of dehydration and unspecified ketones associated with no sounds to the pump. Reportedly, the patient resumed the insulin pump and was hospitalized and treated with IV fluids and other unspecified treatment. During troubleshooting with customer technical support, it was revealed that the audio settings were not programmed correctly. It was reported that the patient¿s healthcare provider made recent changes to their basal rate and bolus settings. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.